Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd¿ syringe with bd luer-lok¿ tip before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: a sample was received in the (B)(4) plant for evaluation. The provided sample had grease on the plunger rod inside of the syringe therefore failure mode is verified. No related issues or defects found in DHR. No related quality notifications were issued for this batch number. Investigation conclusion: confirmed: bd was able to confirm the report of foreign matter. Grease likely came from the molding process. If a plunger rod bounces during the molding process part ejection before falling into the part containment unit, it could hit one of the mold tie bars and get grease on it from off the tie bars. This does not happen frequently, but due to static electricity there is potential for parts to not always fall directly into the part containment area on the mold press.